Manufacturer narrative:
There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The device did not kink during use. The maximum inflation pressure is unknown. This is the initial and final report for this complaint. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the left renal artery, it was reported that physician attempted to reinsert the 6.0x15mm aviator plus pta catheter for the purpose of additional dilatation and found the balloon was ruptured. The balloon was easily removed intact from the patient. Therefore, the device was exchanged for a new 6.0x15mm aviator plus pta catheter. The procedure was finished successfully. There was no patient injury reported. Evaluation of the returned device revealed that the inner body was observed damaged at 1.8cm from distal tip end. The lesion was moderately tortuous and had a rate of 95% stenosis. It is unknown if the lesion was calcified. An approach was made from the right femoral artery with a 4.5fx55cm medikit parent guiding sheath. After implanting a palmas genesis stent at the lesion, the aviator plus pta catheter was delivered and inflated at the lesion. The aviator plus pta catheter was expanded twice at the nominal pressure, and it was removed from the patient once. After angiography, the physician attempted to reinsert the aviator plus pta catheter, but found that it was ruptured. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. It is unknown what contrast media was used. An encore indeflator was used successfully with the other devices. There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The device did not kink during use. The maximum inflation pressure is unknown. One non sterile catheter aviator plus 6.0mm x 15.0mm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood residues observed in the returned device. The inner body was observed damaged at 1.8cm from distal tip end. The balloon was not damaged. Leak test could not be performed since leakage was observed in the gw lumen due to inner body damaged at 1.8 cm from distal tip end. The device was sent at sem analysis to identify the cause of the leakage. Results showed that the body internal surface exhibited evidence of scratches near to the leakage. Evidence of stretched/elongated condition on the perforation surrounding borders of the external surface suggest that it is possible that an unknown object coming from the proximal to the distal forced its way from the inside to the outside. This body leakage failure exhibited no other surface anomalies that could have caused the failure. Review of lot 15467886 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst-at/below rbp was not confirmed since in the balloon was not noted to be burst upon analysis of the retuned device. However, the cause of leakage noted by the customer was likely due to a puncture in the inner body causing gw lumen leakage. The exact cause of inner body puncture could not be determined. Evidence of stretching/elongation by suggest that device interaction with the guidewire used may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggests that the leakage experienced by the costumer could be related to the design and manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) of the left renal artery, it was reported that physician attempted to reinsert the 6.0x15mm aviator plus pta catheter for the purpose of additional dilatation and found the balloon was ruptured. Evaluation of the returned device revealed that the inner body was observed damaged at 1.8cm from distal tip end. Significant finding was detected during analysis ¿gw lumen damaged¿; during the functional test leakage was observed in the gw lumen due to a puncture. The exact cause of inner lumen puncture could be not determined since the inner lumen showed evidence of stretched/elongated condition on the perforation. The balloon was easily removed intact from the patient. Therefore, the device was exchanged for a new 6.0x15mm aviator plus pta catheter. The procedure was finished successfully. There was no patient injury reported. The product was clinically used, and will be returned for analysis. The lesion was moderately tortuous and had a rate of 95% stenosis. It is unknown if the lesion was calcified. An approach was made from the right femoral artery with a 4.5fx55cm medikit parent guiding sheath. After implanting a palmas genesis stent at the lesion, the aviator plus pta catheter was delivered and inflated at the lesion. The aviator plus pta catheter was expanded twice at the nominal pressure, and it was removed from the patient once. After angiography, the physician attempted to reinsert the aviator plus pta catheter, but found that it was ruptured. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. It is unknown what contrast media was used. An encore indeflator was used successfully with the other devices.